Event description:
(B)(4). The patient on date (B)(6) 2011 received a sigma prothesis for the right knee due to gonarthrosis. Due to pain and aseptic loosening the patient was subject to a revision surgery

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available. Type: international.

Manufacturer narrative:
A review of manufacturing records and complaints database did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.